Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes had insufficient additive quantity. This was discovered during use. The following information was provided by the initial reporter: we use bd vacutainer k3e 3.6 mg blood collection tube for cbc (complete blood count) tests. Our staff has recently observed some irregularities with test results so checked another tube with the same specifications. They believe the citrate concentration is lower than normal in bd tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes had insufficient additive quantity. This was discovered during use. The following information was provided by the initial reporter: we use bd vacutainer k3e 3.6 mg blood collection tube for cbc (complete blood count) tests. Our staff has recently observed some irregularities with test results so checked another tube with the same specifications. They believe the citrate concentration is lower than normal in bd tubes.